Event description:
My problem is with eyeglass frames. Possible paint contaminated. Redness on skin around nose and ears where glasses touch skin. Paint on frames has rubbed off in the areas around glasses where frames come in contact with skin.